Event description:
It was reported there were repeated motor stalls/recoveries occurring. The most recent was the day of this report at 10:50 and recovered at 11:23. There were two on (B)(6); stall at 20:23 and recovered at 20:41, and stall at 20:46 and recovered at 21:04. The pump also stalled on (B)(6) at 14:45 and recovered at 14:53. It was also noted the patient felt the pump was "hot inside of his body". It was noted the alarm intervals were set at the shortest interval. The patient had oral medication as well. They were unable to determine the cause of the stall and there was no known magnetic interaction. The pump was used to deliver prialt (ziconotide). It was further reported the patient continued to have intermittent motor stalls and recoveries. The last stall was noted to be the date of this report at 11:48 and recovered at 11:54. There were "numerous" stalls and recoveries in the pump logs. It was further reported the patient was upset and could not sleep because of the alarms. It was noted they would likely replace the pump when their healthcare professional (hcp) returned from vacation. It was noted the patient did not have any symptoms and seemed to be getting good therapy despite the multiple stalls. It was reported the patient was getting a "4 chime alarm" since thursday. The patient was not due for a refill until the (B)(6). The pump was interrogated, and the patient was just told that the pump was flowing. The patient was taking valium and hydrocodone orally. It was noted the patient had severe pain in their spine and they felt like passing out and was nauseated. It was noted that if they patient goes to the ER (emergency room), they generally address they symptoms and don¿t deal with the pump. It was noted the patient thought they were being underdosed and the hcp wanted to turn the pump down. The patient felt they would be 'more underdosed'. It was further reported the patient was still having motor stalls. The hcp had just returned from vacation and would be seeing the patient on (B)(6). It was further reported the hcp removed the prialt from the pump and replaced it with saline. The hcp wanted to see if the patient's pain could be replaced with oral medication. If the patient could be treated successfully with oral medication they may just explant the pump and not replace it.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump continued to alarm. The healthcare provider turned the pump off. The patient outcome remains unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pump was turned off on (B)(6) 2014 for the "heated sensation." The logs were not available. There were no plans to explant the pump. The patient was to be seen the next day and it might be discussed then.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a complication following the explant surgery in (B)(6) 2014. After leaving the hospital, the patient had to return due to the inability to urinate. The issue was stated to be related to anesthesia and resulted in the need for catheterization for a week.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information received reported that due to daily motor stalls several times a day, the pump was shut off by the healthcare professional (hcp) and was removed on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was seen on (B)(6) 2014 for a medication management check-up. No cause was determined for the sensation of heat that the patient felt coming from the pump. It was unknown if the pump was to be explanted at that time. It was noted that the pump had "failed again," with the alarm going off frequently, increasing to every 10 minutes; the hcp "shut the pump down completely." It was decided to remove the "this second malfunctioning pump"; however, only the pump would be removed as the hcp was reticent to remove the catheter for fear of possible complications. The patient was directed to work with their hcp. On (B)(6) 2014, it was noted that the patient's "pump failure, is the third failure" and they had a lack of relief, in relation to what they were told they would get from it. It was also again noted that there was "audible beeping on the failed pump." The hcp had stopped the pump over 2 months prior, and the patient was successfully managed with oral pain meds, a tens (transcutaneous electrical nerve stimulation) unit, and help from their neurologist. Although it was not in "working order," it causes them pain around the pump area, which radiated into their bowel area. The patient requested that their hcp remove the pump, and again reiterated that the catheter would not be removed; the hcp did not want to cause another problem with the patient's ability to urinate or bowel problems. The patient was waiting for the hcp to schedule a date for the removal of the pump. The date of planned pump removal was unknown. The drug the pump was being used to infuse was unknown. Follow-up is being conducted regarding pump removal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported pump explant occurred and the pump was being sent back to the device manufacturer. The device was not replaced. It was noted the pump had been having motor stalls every day, several times per day. Following removal, the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: code was incorrectly applied to this event. (B)(4).